Event description:
Reporter has informed us of an event that there was leakage through the cuff after one day's use. About 5cc of air was infused with a syringe. The cuff pressure was not measured with a cuff pressure gauge. The ventilator alarm occurred after one day. No adverse outcome to pt. Event occurred at the hospital in other country.